Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2019-00119. All investigation activities will be captured under report 1416980-2019-00119.

Manufacturer narrative:
The customer reported this event to the FDA through medwatch mw5082813. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of one (1) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had not been heat-sealed properly and the contents of the container had spilled all over in the hood during compounding. There was no report of patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.